Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus did not confirm the event, and a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the bronchovideoscope exhibited error code e216. There was no patient involvement.